Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 156 mg/dl. The customer was unable to describe if the drive support cap is protruded, loose, sticking out or flush. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to a faulty force sensor resistor. No scrolling number display anomaly was noted. The pump passed the idle current, run current, displacement and rewind. Unable to perform the self test, off no power, unexpected restart, occlusion, prime and excessive no delivery tests due to the alarm. The pump was received with a cracked display window, a cracked case at the display window corners and a cracked reservoir tube lip.